Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "showing as high" (value not provided). Customer disconnected from pump and long lasting pen injection was administered to address elevated bg. The customer reverted to an alternate method for insulin therapy.